Event description:
It was reported that the 9800 system intermittently had no x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray controller board was replaced during the service call.